Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h10. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later also reported capsular contracture baker grade iii. Healthcare professional later also reported "mild swelling". Device has been explanted and replaced.

Event description:
Rupture was confirmed to not be device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Edema-ndr: not applicable as the event is not related to the device. Rupture-ndr: not applicable as the event is not related to the device.additional observations: deformation is observed. Wear abrasion is observed. White particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later also reported capsular contracture baker grade iii. Healthcare professional later also reported "mild swelling". Rupture was confirmed to not be device related. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Reporter email address: (B)(6). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.